Event description:
Patient reported a right side possible exchange of implant with no complaint against the device. Patient later reported right side "pain," and "maybe deflated." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or pathlength details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported a right side possible exchange of implant with no complaint against the device. Patient later reported right side "pain," and "maybe deflated." The device remains implanted.